Event description:
It was reported that the patient had an extreme migraine and headaches when stimulation was turned on. It was also noted that the patient does not feel much improvement. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.